Manufacturer narrative:
Additional information: d4(expiration date, lot#), d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted the instrument was received with a preloaded 10r tack. The articulation knob functioned properly. The instrument and loading unit were applied to the appropriate test media. The instrument made a clicking and crunching sound and the gear popped during firing. The first tack deployed but did not seat properly in the test media and tack hang ups were experienced during the second firing of the reload. The unit was disassembled and damage was noted to the spur gear. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the device loading unit (dlu). However, since no dlus were received, it cannot be determined if the disrupted timing is a result of improper loading of a dlu. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia, on the final step of securing the mesh to the abdominal wall, there were difficulties with loading the reload onto the handle. After the loading issues were experienced, the reload was used in the patient. The device jammed and would not fire. They opened a new one to complete the case. There was no patient injury.